Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event - (B)(6) 2012. Estimated implant date - (B)(6) 2012. Estimate therapy date - (B)(6) 2012. In this case, there were no reported product deficiencies. The reported patient effects of fever is listed in the listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report additional information was received. The patient was discharged; however, the date is unknown and the hospitalization was not long. The physician felt the fever was caused by the effient. Once switched to plavix, the fever resolved. The pharmacy stated 3% patient's get fever from effient. The physician is stating that the fever is not related to the abbott devices or the procedure.

Event description:
Reportedly, the patient had three xience v stents ( 2.5 x 15 mm , 3.0 x 15 mm and 3.5 x 18 mm) implanted (exact date not confirmed) and two to three days after, presented to the hospital with a fever and was put on antibiotics. Cultures were taken but they were negative. The patient remains in the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).